Event description:
The hcp reported that during a catheter revision procedure, the catheter was fractured and the distal end portion was lost in the cerebral spinal fluid. The reason for the revision was not specified. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.